Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom. Evaluation confirmed the reported symptom "cannot get into the mdl" through causality of a failed keypad flex, which was reproduced. The device evaluation confirmed the #3, #2, #4, #5, #6, #7, #8, #9 and the (.) Keys to be inoperable. Evaluation experienced keypad malfunctions (interfering with mdl drug searching opportunities) when attempting to navigate through care area/drug selection. When any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function. When the #1 key is pressed, 13 will be displayed, alphabetically and when the "abc" key is pressed, ag will be displayed. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Evaluation: self-activation or keying, failure to sense.

Event description:
It was reported that a spectrum pump would not allow access to the mdl. It was also reported there was no patient involvement.